Event description:
The customer reported that she went to urgent care due to high blood glucose levels, with a reading of 407 mg/dl. Troubleshooting was performed. The time and date were not programmed correctly. Assisted with the correct programming. All other programming was correct. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.